Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s spouse reported via phone call high blood glucose levels. Customer¿s blood glucose level was 537 mg/dl. Customer experienced nausea, diagnosed with cancer and treated their high blood glucose via bolus delivery and manual injection. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.